Event description:
A patient reported that she was experiencing significant glare after an intraocular lens (iol) was implanted. She saw her physician and on (B)(6) 2012. The iol was repositioned. In follow up with the physician, it was stated that the patient noticed significant improvement in vision and is doing well. No complications were reported. No additional information was provided.

Manufacturer narrative:
Manufacturing record review concluded that the batch showed no deviations, and the diopter measurement records from this particular lens was concluded to be within all specifications. Section f completed by manufacturer. (B)(4). (B)(6). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data section: (B)(6) 2012. Expiration date:06/30/2016. (B)(4). Placeholder.